Manufacturer narrative:
The insulin pump passed self test no a64 alarm. Try to download the insulin pump to carelink to verify radio frequency communication; unable to download unit due to several a47 alarms at the alarm history file, a47 alarms due to a corrupted history file. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was 19.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.